Event description:
It was reported that sensor displayed error message during continuous glucose monitoring. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical staff, and error message did not appear again after reset.